Event description:
Additional information: the source of the infection was not available; however, it was reported that the infection was possibly related to the lvas system.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the reported infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Event: additional information. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information on 21feb2019: it was reported that the patient was taking zosyn, vancomycin, and daptomycin. ICD was removed on (B)(6) 2018. The patient was discharged on (B)(6) 2018 on daptomycin. Daptomycin was discontinued on (B)(6) 2018. The patient was then started on doxycyline on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year 1 month. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital on (B)(6) 2018 after presenting to the emergency department(ed) with weakness, nausea, vomiting, and fevers. Blood cultures were drawn and these were positive for (B)(6). Parenteral antibiotics were started. No further information was provided.